Event description:
Additionally, healthcare professional reported removal due to "textured." Device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5088443. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is capsular contracture, baker grade iii, hardness, device is higher than the contralateral side, device will not move freely, and pain in the side of left breast and armpit. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported experiencing "pain on the side of the breast and armpit on left side," and " left side is hard and higher than contralateral side." Healthcare professional reported left side capsular contracture baker grade iii. Patient additionally reported via regulatory agency (mw5088443) "my breast now has adjacent hardening and it will not move freely." Device remains implanted.